Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that bradycardia at forty six beats per minute (bpm) were noted even though earlier lower rate programmed to eighty beats per minute. Presenting electrogram shows paced rhythm in the eighties beats per minute. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.